Manufacturer narrative:
The display is broken due to a mechanical impact. The sealing surface of the battery compartment is used up due to a mechanical influence, therefore it is not water tight anymore. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2014, it was reported that there was a black mark on the display of the patient's infusion device that could affected the values displayed on the device. It was also reported that the soft components of the menu and check buttons was worn down. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Evaluation in progress.